Event description:
User was placing midline to patient in left upper arm and inserted guidewire on the powerglide needle. When user pulled out, the guidewire was not on the needle. Approximately 1 cm of the guidewire was out of the puncture site. User pulled guidewire out and applied pressure.